Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised due to acute infection. Head and liner was changed. Surgical delay was unknown. Doi: unknown. Dor: (B)(6) 2022. Affected side: unknown hip.